Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment was unspecified antibiotics (dose, route and frequency not reported). The patient recovered from the peritonitis. The pd therapy was ongoing until about a month and a half after this event, at which point, the patient was switched to hemodialysis therapy permanently (due to an unrelated issue) and their pd catheter was removed. Additional information was requested, but was not available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient/event as (B)(4).